Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a post-procedure chest x-ray showed a small pneumothorax. The patient was asymptomatic and it was managed conservatively without intervention. The next day, a device check revealed decreased r wave measurements on the right ventricular lead. The lead was then repositioned. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.